Event description:
A study reported that an ophthalmic visco surgical device was used in a procedure and two patients experienced increased intra ocular pressure (iop) and provided with carbonic anhydrase inhibitors. No further information expected due to the unlikelihood of obtaining the information.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature article: oliver schwenn, h. Burkhard dick, frank krummenauer, stefan christmann, annette vogel, norbert pfeiffer " healon5 versus viscoat during cataract surgery: intraocular pressure, laser flare and corneal changes " (graefe¿s arch clin exp ophthalmol 2000 861-867). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No lot code or sample provided as this complaint is related to a literature article. No further evaluation or root cause analysis can be conducted at this time. No root cause could be determined as no sample or lot code was provided for analysis. No action is warranted. The manufacturer internal reference number is: (B)(4).